Event description:
It was reported that inadvertent deployment occurred. A 6x60, 130 cm eluvia was selected for use. During advancement over the .035 guidewire, the clip on the wheel was still attached, but the stent deployed 2mm. The stent never went into the patient. A new stent was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the physician name and contact information, but further information was unable to be obtained.